Manufacturer narrative:
The customer reported that the unit gets communication loss on all tiles and verified that the multiple patient receiver (org) can communicate with the network, but it still gets communication loss. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the unit gets communication loss on all tiles and verified that the multiple patient receiver (org) can communicate with the network, but it still gets communication loss. No patient harm was reported.